Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was around 250mg/dl and a manual injection was administered to address the bg level. Reportedly, the pump is sometimes worn against the customer's skin. The customer was to leave the pump on the counter while the bolus delivered to prevent temperature changes.